Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 20g insyte autoguard bc unit which displayed the needle piercing through the catheter tubing near the tip. What appeared to be blood residue was observed within the tip of the catheter tubing, which indicates the product was used. The reported issue was confirmed as the needle is visibly piercing through the catheter wall. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review a DHR for lot number 3109163 has been reviewed. This lot was built and packaged on afa line 13 from 22apr2023 through 26apr2023 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below.

Event description:
No additional information.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during the puncture. The following information was provided by the initial reporter, translated from french: "date of occurrence: (B)(6) 2023. Description: a nurse tried to infuse a patient with the catheter but the needle went through the catheter... Clinical consequences: no clinical consequences but the catheter had to be changed as the faulty device had already pricked the patient."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.